Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir had a vibrate anomaly. Pump cannot be muted with the beep noises when the delivery has been stopped manually. The blood glucose at the time of the incident was 9.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.